Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scan code printer by zebra printer was not readable by nurse's scanners. A technical support specialist (tss) remotely accessed station for troubleshooting and logged in using carefusion admin ((B)(6)) and followed knowledge article (ka) "zebra printer no longer printing - upgrade", during which it was identified that the zebra printer had multiple installations and driver inconsistencies. A field service engineer (fse) reinstalled printer drivers and settings reconfigured, followed by power cycling the printer and rebooting the station. Although an initial universal serial bus (usb) printing support error related to usb 3.0 was observed, the printer function was validated post-reconfiguration, with successful label printing during multiple customer tests. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scan code printed by zebra printer was not readable by nurse's scanners. However, there were no delay in patient care and no adverse events or injuries reported based on this event.